Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (2.5 mg/ml at 1.25 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 it was reported that there had been a 5-6 ml discrepancy of fluid volume during pump refills with regards to the actual versus expected volumes, so the physician planned to replace the pump. Upon making the incision at the pump pocket site, there was purulent discharge. The physician cultured the discharge at the pump pocket site and sent it off for cultures as the patient had a possible infection at the pump pocket site. The pump was explanted. The physician planned to have an infectious disease consult for the patient and return at a later date to replace the pump. With regards to any environmental, external, or patient factors that may have led or contributed to the issue ¿n/a¿ was noted. It was unknown if any diagnostics and/or troubleshooting were performed and it was unknown if there were any interventions/actions taken to resolve the issue prior to the explant. It was unknown if the issue was resolved at the time of the report. The patient status was reported as ¿alive ¿ no injury¿. It was indicated that the hcp had no further information to provide regarding the event. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. If information is provided in the future, a supplemental report will be issued.